Manufacturer narrative:
The failure investigation has been completed and the alleged usb port issue was verified. Functional testing was performed and no failure was identified related to the fluctuating blood glucose issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port was "loose". Additionally, it was reported that the customer experienced ongoing elevated and low blood glucose (bg) levels that ranged from 20 mg/dl to 900 mg/dl; cause was unknown. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Reportedly, customer continued to use the pump for insulin therapy.